Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During power up, the device gave an error alarm with message of "error 46011". The investigator was unable to complete functional testing due to this error message. The main circuit board will be replaced to address the issue (error indicates an main board issue). The cause of the issue could not be definitely established.

Event description:
It was reported that the device gave error code 46011. No known impact or consequence to patient.